Event description:
It was reported that during the implant procedure, the hex wrench was unable to engage the set screw on the right atrial port. The pacemaker was replaced and the procedure continued with the new pacemaker. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the wrench was not able to engage the atrial setscrew to tighten it was confirmed. The pacemaker was returned for analysis. Analysis revealed the user of the torque wrench was incorrectly inserting the torque wrench into the setscrew inset. The setscrew anomaly was consistent with having occurred during the procedure. No device anomalies were found.